Event description:
The following information was obtained from the device's event log: a syringe with fentanyl 2500mcg/ml was installed to an alaris pump in 2007 @ 1420. The pre-determined flow rate was set at 150ml/hr. The entire syringe (50ml) was infused to the patient within 22 minutes, thereby delivering a dose of 2500 mcg of fentanyl. The nurse bypassed the guardrail warnings 3 times and she pressed "confirm" when "alerted" the volume in the syringe is inadequate to deliver the programmed dose.